Event description:
The manufacturer received information regarding an essence rental. The patient was passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding an essence rental. The patient was passed away. The device examination has not yet begun because the device has been marked lost and will not be returning to the manufacturer for investigation. As part of the complaint handling process, the manufacturer attempted to retrieve the device for investigation with no response from the customer. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.